Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 months. Through follow-up with the health-care provider, it was learned that the explant was due to the development of prosthetic aortic valve stenosis, secondary to calcification. According to the operative report, tee revealed severe aortic stenosis with transaortic peak gradient amounting to 130/140 mmhg. There was severe calcification of the ascending aorta and the aortic arch with severe calcification of the mitral and aortic valves. After inspection of the mitral valve it was decided not to repair it because it is still functioning adequately. The patient's main problem was severe aortic valve stenosis so the team decided to proceed with purely replacement of the aortic valve prosthesis. It was indicated that replacing the aortic valve would significantly improve the mitral regurgitation. Upon removal of the valve, its main pathology was complete immobility of all 3 leaflets due to diffuse impregnation of the leaflets with calcific material. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the subject device. The valve was replaced with another edwards bioprosthetic valve. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. Although the root cause cannot be confirmed, it appears that the severe aortic stenosis experienced by the patient was due to the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review is currently in process.